Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the pk dissecting forceps instrument did not fire, cord was changed and still instrument did not fire. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument was hooked up to a pk generator and the instrument passed a cautery test and electrical continuity testing. An additional observation not reported by site was that the instrument's pitch down cables was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The conductor wires were intact and undamaged. Other cables at wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.